Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 5 3ml bd plastipak¿ syringe luer-lok¿ tips experienced damaged stoppers. The following information was provided by the initial reporter: in at least five syringes of this batch, the black top of the syringe plunger does not have a straight surface. This seems to be due to the fact that the black top of the syringe plunger does not have the same thickness everywhere. As a result, it is not possible to precisely draw up a certain volume. Due to the varying thickness of the syringe plunger attachment, there is a deviation in the read volume of up to 0.05 ml when the syringe plunger is rotated around itself.

Event description:
It was reported that at least 5 3ml bd plastipak¿ syringe luer-lok¿ tips experienced damaged stoppers. The following information was provided by the initial reporter: in at least five syringes of this batch, the black top of the syringe plunger does not have a straight surface. This seems to be due to the fact that the black top of the syringe plunger does not have the same thickness everywhere. As a result, it is not possible to precisely draw up a certain volume. Due to the varying thickness of the syringe plunger attachment, there is a deviation in the read volume of up to 0.05 ml when the syringe plunger is rotated around itself.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-jul-2022. H6: investigation summary: forty-five 3ml syringes (p/n 309658) in blister packages from batch 9242839 were received and evaluated. Five syringes were observed to have an angled stopper which was measured against specification and found within tolerance limit. The samples received were with in the acceptable specification limit for stopper angularity; therefore a root cause cannot be established, and corrective actions are not necessary. A device history record review was completed for provided lot number 9242839. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.